Event description:
The facility reports the lifter tipped over and fell, landing on top of the resident and pinning the cnas foot under the resident's torso. The resident contacted the floor head-first and suffered hip and back fractures. The cna suffered a bruised foot and soft tissue trauma.